Manufacturer narrative:
Investigation summary: with all the available information and the product analysis results, boston scientific concluded that the identified activation behavior could affect the functionality of the pump. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The pump was visually inspected, and functionally tested, not identifying any leaks. Further functional testing revealed the component did not pass the 8lb. Activation test. The pump required more than 8lbs. Of force to activate. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient experienced deflation difficulty with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which the pump was removed and replaced. The patient fully recovered following the intervention.

Event description:
It was reported that the patient experienced deflation difficulty with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which the pump was removed and replaced. The patient fully recovered following the intervention.